Event description:
Patient underwent posterior transverse process fusion segmental pedide stabilization and iliac bone graft on 3/31/93. Four hemovak drains were removed on 4/1/93. One of these four drains broke off necessitating a surgery on 4/3/93 for its removal.